Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device out of box failure and service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, observed that pca with burned components. There were multiple errors has been identified. The device was scrapped.